Manufacturer narrative:
A titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted in the bladder of cylinder 1. This was a site of leakage. Microscopic examination of the separation revealed a central groove, indicating contact with sharp instrumentation such as needle. No functional abnormalities were noted with cylinder 2. Both cylinders had two sutures attached. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. The information received indicated leakage was noticed before implanting the device. Based on the evaluation and information received, it was concluded that the separation most likely occurred inadvertently during the preparation of the device prior to implant. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a tubing leakage.